Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer tubing overlay breached cut. Upon visual inspection, it was noted that the outer tubing of the lead was breached. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the outer insulation was cut by the splitter. The lead was not implanted. No patient complications have been reported as a result of this event.